Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise resulting in multiple inappropriate shocks. Rhythmcare discussed the noise is consistent with sense b node impairment and recommended performing an x-ray. This device was reprogrammed to the secondary vector to mitigate further inappropriate therapy. This system remains in service. No additional adverse patient effects were reported.